Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The unit returned has hole in the package, as part of overall visual revision. The device was returned on its original pouch the seal of the package does not present any issue, however, the plastic (clear) side of the pouch was found to be broken specifically at the section of the package where the hub of the metal cannula goes placed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that there was an opening in the sterile packaging. A flexima was selected for use. It was noted that the packaging of the device was opened and unsterile. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was an opening in the sterile packaging. A flexima¿ was selected for use. It was noted that the packaging of the device was opened and unsterile. No patient complications were reported.